Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 30,000 joules the fiber began to end fire. The fiber was exchanged and the second fiber was used to complete the procedure. There was no patient harm due to this event.

Manufacturer narrative:
Event description: updated d10 device returned to manufacturer: updated h3 device returned for evaluation: updated h6 device evaluation codes: updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. . An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 03:23 pm CT.the report number is being corrected from: 2937094-2018-60240to: 2937094-2018-60012

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 30,000 joules and 12 minutes the fiber began to end fire. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no patient harm due to this event.